Event description:
It was reported that during an unknown procedure, during the firing the stapler cut the tissue but it did not staple. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable.